Event description:
(B) (6). The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggyback delivery of tissue plasminogen activator (tpa) at a rate of 83ml/hr. The tpa was reported to be in a glass bottle. The primary solution container was lowered below the secondary solution container. At the end of the tpa infusion, the nurses noted the primary solution container contained more fluid than before the tpa infusion was started. The tubing sets, solution containers, and the pump were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).